Manufacturer narrative:
The reported issue of the autopulse shuts off less than two minutes of compressions was confirmed during the review of the archive but was not confirmed during functional testing. Analysis of the autopulse platform revealed no problems with the board which may have contributed to the reported complaint. However, the archive data revealed the failure may have been caused by li-ion batteries s/n (B)(4). Upon replacement of the defective part, the platform was re-evaluated through functional testing and the platform passed all testing criteria. Visual inspection was performed and noted a bent battery lock. Initial functional testing was performed and the platform was subjected to the run_ in test for 20 minutes and did not observed any of the user advisory or fault occurred, thus unable to replicate the reported complaint. Based on the platform's archive, it shows that li-ion battery s/n (B)(4) were used at the time the reported problem occurred. The archive shows that battery s/n (B)(4) was used with the device approximately from 7:50pm on (B)(6) 2017 11:43pm before it was swapped out with li-ion battery s/n (B)(4) which was last used with the device on (B)(6) 2017 with the remaining capacity of 1264. The archive data shows that the event occurred on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. From the archive review, it appear that the batteries were improperly maintained. The li-ion batteries used at the time of this event were not returned. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use on a cardiac arrest, the autopulse shuts off less than two minutes of compressions. Customer stated that there was no error message displayed on the platform. Customer stated that they are not sure which battery they used during the event, however indicated that all batteries were new. According to the customer, the issue was troubleshoot by power on and reset the platform, but the issue was not resolved. The use of the autopulse was discontinued and manual CPR was performed for approximately 15-20 minutes. No patient outcome was provided. No patient harm or consequence was reported. Reference MFR 3010617000-2017-00978. 1st event with the same serial number , sn: (B)(4).